Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurement greater than 2000 ohms. Technical services (ts) discussed programming options for optimization. No adverse patient effects were reported. The lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).